Event description:
It was reported had a new ins implanted in 2007, but the patient stated the device had not worked since then. The patient stated he was told that his right lead was not working. Four months later, the system was replaced.

Manufacturer narrative:
.